Event description:
A (B)(6) man with chronic ICD system for hypertrophic cardiomyopathy and ventricular tachycardia whose ICD pulse generator battery had reached time for replacement, st. Jude pulse generator and chronic right ventricular lead by st. Jude, (B)(4). All bedside interrogations of chronic lead were normal, including pacing capture threshold and impedance and high-voltage lead impedance. Since this lead is on recall, fluoroscopy was also performed which showed no obvious insulation break. Therefore, change out of pulse generator only using chronic lead was planned. However, after connecting new pulse generator and inducing ventricular fibrillation for threshold testing, device appropriately sensed and attempted to deliver defibrillation shock. However, there was a loud popping sound in ICD pocket, defibrillation through device repeatedly failed, and external defibrillation requiring external shock patches was necessary. After that, the newly replaced pulse generator was nonfunctional, could not be interrogated. It was necessary to cap old riata lead and implant totally new ICD lead and pulse generator. Of even more concern than the risks added to this pt's profile because of new procedure, this speaks to the vast unk about thousands of riata leads that are in use in this country now. Full standard interrogation and lead fluoroscopy cannot identify which pts' lives could be threatened by failure of ICD to defibrillate because of lead electrical shorting.